Event description:
A patient underwent a plif at the level of l4-l5 to extend fusion due to adjacent segmental disorder. At post-op, the autologous bone placed at l4-l5 was found to be backed out that led to a revision. During the revision, the position of a cage (l4-l5) was found to be migrated posteriorly, but remained in the intervertebral area. The position was adjusted.

Manufacturer narrative:
(B)(4). Neither device nor images were returned.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.